Event description:
It is reported that a customer stated that they are receiving too much insulin from their insulin pump when they sleep at night. The patient's blood glucose level was at 86 mg/dl. The customer was assisted with locking the key pad on their insulin pump to make sure that the settings do not randomly get changed while sleeping. The customer was offered trouble shooting the low blood glucose but the customer declined. No further assistance needed.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.